Manufacturer narrative:
The screw has not returned for evaluation. It is unknown if revision surgery occurred. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Any required fields left blank were not known at the time of submission.

Event description:
A patient underwent an anterior lumbar interbody fusion procedure on (B)(6) 2020. As the patient gradually resumed daily activities, he began to experience numbness and tingling. The pain progressed and became unbearable. Around 10 months postoperatively, the patient was informed that the pedicle screws had broken.